Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: 4194 lead, implanted: (B)(6) 2005; 5076 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted for t-wave oversensing (twos) on the right v entricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.